Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during setup when the box of the sutterfix was open, it was noticed that the suture implant thread was broken. There was a back-up device available and a delay less than 30 minutes reported. There was no patient involvement.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, suture anchor and suture string were returned intact. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that material certification is required. The root cause could not be determined since the reported malfunction was not observed during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.